Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Lot number: 10234076, 1023407, or 10222828. Cook transjugular intrahepatic portosystemic shunt set (tipss-100). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required a rosch-uchida transjugular liver access set for a transjugular intrahepatic portosystemic shunt procedure (tipss). During the procedure, the operator noted hemostatic valve detachment of the introducer. The procedure was finished with the device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10: product received on: 21aug2020. Investigation / evaluation: asst (B)(6) in italy informed cook that on (B)(6) 2020, the hub separated on the flexor introducer in a rosch-uchida transjugular liver access set. The sheath was advanced into the patient's portal system for a tips (transjugular intrahepatic portosystemic shunt) procedure. During the second puncture attempt, when the colapinto needle was advanced through the sheath, the hub separated. A new device was used to complete the procedure without consequences to the patient. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device, as well as a visual inspection, were conducted during the investigation. The customer returned one used and separated 10. 0fr flexor sheath with the dilator partially inserted. The sheath proximal fitting is halfway down the tubing. There is biological matter throughout. The sheath tubing is separated at the connector cap. There is exposed coiling exiting the separation site. The connector cap was disassembled, and the separated flare is captured in the strain relief. Additionally, a document based investigation evaluation was performed. There are appropriate controls in place to detect coil breakage or separation prior to device distribution. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: warnings: if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal o flexor sheath, consider carefully reinserting the dilator prior to continuing removal." A review of the device history record (DHR) was also conducted as a part of the investigation. Three possible lot numbers were provided and a review was conducted for each. No nonconformances were recorded for these lots. Potentially related nonconformances were recorded for two component lots, but all nonconforming devices were scrapped and quality control instructions are in place. There are no additional complaints on any of the potential lots. Therefore, there is no evidence of nonconforming material in house or in the field. There is no indication the complaint device was manufactured out of specification. There is no evidence of manufacturing deficiency. Based on the information provided, the examination of returned product and the results of the investigation, the cause of this event is component failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 25aug2020: it was reported that the failure occurred during the second puncture attempt. The operator stated, "while the colapinto needle was introduced through the sheath, the hub self displaced making it unusable." The procedure was completed with a flexor introducer. Additionally, it was confirmed there were no adverse effects to the patient.